Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc evaluated the instrument data with the customer and found no abnormalities. A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low creatinine result is unknown, as the sample resulted as expected when tested on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher. The customer then ran 5 replicates of the sample, all of which resulted similar to the rerun results. Another sample previously obtained from the same patient was tested on the same instrument, and results aligned with the repeat and replicate run. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.